Manufacturer narrative:
(B)(4).

Event description:
The ars (syringe) leaked during usage on the patient.

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars), an introducer needle, swg, catheter over needle, s-l catheter, and lidstock for evaluation. Visual examination of the ars did not reveal any anomalies or defects. A vacuum leak test was performed on the samples per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released, and snapped back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample passed functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was felt, and the plunger body was not able to be pressed into the bottom of the barrel; therefore, the sample passed the push leak test. The same tests were repeated with the introducer needle attached to the ars. The distal end of the needle was occluded by inserting it into a plug. The sample assembly passed the vacuum leak test and the push leak test. The returned ars was attached to the returned introducer needle and used to draw and aspirate water. No issues were identified. A device history record review was performed, and no relevant findings were identified. The report that the ars leaked could not be confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test, the push leak test, and functional testing with water. No leaks were found during testing and the syringe was able to aspirate. A device history record review was completed and did not identify any manufacturing related issues. The reported complaint issue could not be reproduced with the returned sample; therefore, no further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The ars (syringe) leaked during usage on the patient.